Event description:
Additional information received reported the ¿leads¿ had been ¿burned out¿ during the cautery breast lump removal in (B)(6) 2009. It was stated the patient had forgotten about it and left the device on during the procedure. Their symptoms came back on the way home from the procedure. The patient left the device off for 3 years and then had it replaced in 2013. The manufacturer representative reportedly told the patient their ¿leads¿ were shorted out. It was also noted that it was unknown if any diagnostic testing was done. Per the manufacturer representative, ¿shorted out¿ was not something they would say. It was stated the patient was doing fine after the replacement procedure. No further information was provided.

Event description:
The patient had a mass removed from her right breast; electrocautery was used during the procedure. She was on vicodin for pain and was also using a heating pad. She subsequently experienced a loss of therapeutic effect, some days going to the bathroom 20 times. Changing programs did not help. Prior to the procedure, the device worked excellent. Further information is being requested from the hcp.

Manufacturer narrative:
Product ID 3889-28, lot# v198619, implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B) (4).